Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test with values of 21. 4, 23. 2, 21. 7, 24. 2 in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device failed the downstream occlusion test was not reproduced. Evaluation sent the device for downstream occlusion testing and device came back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.